Manufacturer narrative:
(B)(4). An actual unit was received for an evaluation. The unit was visually inspected and no defects were observed. The unit was pressure tested at 8 psi and no failures were observed. Also, it was functionally tested and no failures were observed. The leak-disconnection condition was not confirmed. The unit met the product specification. The root cause of the reported condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The package label and directional insert were found to be sufficient in providing information on the use of this product.

Event description:
A customer reported to baxter corporate product surveillance of a clear link extension set leaking at the female luer when a male luer of a syringe or an unknown set is connected to it. The set's male luer is attached to an angio catheter line. The reporter states that she would have to turn a male luer (of the syringe or set) 2 rotations instead of one rotation (as with previous sets). In addition, the nurses would use the carefusion adapter luer on top of the female luer of the extension set to confirm there is a secure attachment. This report occurred during an infusion. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required.